Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the event. (B)(4).

Event description:
The customer reported while using the vela d ventilator that the circuit failure cannot reset and the airway pressure transducer failed. The customer did not report any information regarding impact to the patient.

Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the unit and was able to duplicate the reported issue. It was determined that the root cause was a defective transducer. The main printed circuit board assembly (pcba) was replaced and the defective component was scrapped. This is a known issue and has been addressed through an internal investigation.